Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4. One clip was implanted with no reported issue. A second clip was advanced and placed in the patient. While establishing final arm angle (efaa) the clip opened to 40 degrees. The clip was removed and replaced with another clip. The new clip was successfully deployed with no reported issue reducing the mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).